Manufacturer narrative:
The product was returned with the membrane completely unfolded. Blood was observed on the exterior of the catheter and between the catheter and the sheath. The sheath was returned over the catheter tubing. A kink was observed on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. A second kink was observed on the catheter tubing approximately 40.6cm from the iab tip. The extender tubing was also returned. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed, and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: perfusionist, additional reporter name: mr. Hassan zaiter, perfusionist, and event site postal code: 5001. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device evaluated by MFR: device not returned.

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the arterial pressure waveform and ECG were of insufficient quality. The console could not be triggered adequately and stopped in between. Switching out the console did not resolve the issue. Therapy was continued in ECG trigger with alternative pressure measurement. After two days of therapy, the iab was removed in the operating room and replaced with an impella device. The patient was transferred to the intensive care unit and died the next day due to poor health.